Event description:
The customer reported the lid latch was not working properly.

Manufacturer narrative:
It was reported the latch was not intermittently securing and the solenoid was dislodged and notification via "5min" and "wrench light" were on. No one was injured. There were no spills. There was no patient harm and no patient treatment was delayed.